Event description:
The customer reported the c-arm mainframe steering handle and assembly were difficult to turn and manipulate. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse found that chain had disengaged from the sprocket and pin had slipped down. The fse reengaged the pin and aligned the sprocket. The steering chain now turned and wheels properly. The system was tested and found to be working as intended and returned to service.